Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure (B)(6) 2014 to excise scar tissue at that abutment site. During the same procedure, the abutment was removed and the site was sutured closed. The implanted device remains.